Event description:
Narrative from staff: during a laparoscopic/open procedure on a pediatric patient the crna in the room noticed that the stryker suction/irrigator battery pack was getting quite warm. This does not usually happen, so it was concerning. At the end of the case, I made sure to examine the battery pack and remove the batteries, which we do before throwing it away. The battery pack was so warm that I could not hold it in my hands for any length of time. When I tried to open the pack to remove the batteries, I heard a weird sound, like a crack or a pop. I immediately put it down and went to ask an orderly for help. When the orderly finally got the battery pack opened, the batteries were extremely warm and remained so for quite some time. Also, some of the batteries were black on one end, like they had either corroded or burned.